Manufacturer narrative:
Visual and microscopic examination of the returned device revealed that the condition of the unit could potentially be related to the complaint incident. Approximately 15mm of the distal section of the stent was deployed. Examination of the crochet found no issues. The suture thread was retracted and the entire stent fully deployed with no restrictions noted. A review of the manufacturing documentation shows that the device met its material, assembly and product specifications at the time of its release to distribution. The most probable root cause of the reported complaint is design related.

Event description:
This complaint is now reportable based on the returned device analysis completed in 2009. It was reported that during an esophageal stenting treatment procedure a catheter kink occurred and the stent was unable to be deployed. A stent had been advanced to treat an unspecified esophageal stricture. While attempting to deploy the device, the catheter kinked and the stent was unable to be deployed. The procedure was rescheduled to an unspecified date as another of the same device was unavailable. There were no patient complications reported with the patient's current condition listed as "stable". However, the returned device revealed that the stent was partially deployed.